Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and showed that additive is present in a clump at the bottom of the tube adhering to the sidewall of the tube. This type of powder can form a clump, and this is not an unusual appearance. Additionally, 100 retention samples from bd inventory were evaluated and no issues were observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality and hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that with the use of bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, customer noticed powdered particles of anticoagulant were observed coagulated into clumps, in addition to hemolysis on (2) tubes. No patient impact reported.